Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch: 1221934-2016-10279, 1221934-2016-10280. (B)(4). The lot expiration date is not available currently.

Event description:
The sales rep reported that during a shoulder procedure three of the customer's vapr s90 4.0mm electrodes with integrated handpiece were arcing in the patient. The sales rep stated that the generator settings were set at default and wall is used for suction. The sales rep reported that the surgeon was already near complete with the procedure with the third electrode. The sales rep reported that there were no patient consequences but there was a three minute delay in the procedure. The sales rep did not know if the device was near metal or how long the device was on before the issue occurred. The sales rep stated that the device was activated in saline and that the electrode is not a reprocessed device. The sales rep was not present for the case therefore could not provide any further information. The devices will be returning for evaluation.

Manufacturer narrative:
Visual inspection: the active tip shows signs of activation. There is evidence of melting at the proximal end of the manifold surrounding the return brace. The rest of the device has no other visible issues. Functional test: the device was checked for minimum, default and maximum values against vapr vue software requirements with no issues noted. No further functional tests were conducted due to the visible tip damage. The overall cause of the complaints is unknown. As requested by the customer further investigation into the failure mode is being carried out under a new supplier CAPA. This investigation work is being coordinated by the CAPA team and once this has concluded an updated report will be added to the complaint file and communicated to the customer. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices except for the other two devices in this complaint that were released to distribution. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported that during a shoulder procedure three of the customer's vapr s90 4.0mm electrodes with integrated handpiece were arcing in the patient. The sales rep stated that the generator settings were set at default and wall is used for suction. The sales rep reported that the surgeon was already near complete with the procedure with the third electrode. The sales rep reported that there were no patient consequences but there was a three minute delay in the procedure. The sales rep did not know if the device was near metal or how long the device was on before the issue occurred. The sales rep stated that the device was activated in saline and that the electrode is not a reprocessed device. The sales rep was not present for the case therefore could not provide any further information. The devices will be returning for evaluation. Associated medwatch: 1221934-2016-10279, 1221934-2016-10280.